Event description:
New information noted that programming changes were performed and the patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing. Further information was requested however was not provided.